Event description:
This report is based on information provided by philips remote service engineer (rse), field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ device indicating that the therapy test did not pass. The field service engineer (fse) visited onsite and found that the therapy test was failing. Upon checking the hardware, they discovered an issue with the therapy capacitor. The capacitor needs to be replaced for the equipment to function properly. However, since this device is end-of-life (eol) and replacement parts are not available, the fse returned the equipment to the customer in its original condition. No further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was the malfunction of the therapy capacitor. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. This device is end-of-life (eol), and parts are not available to replace the therapy capacitor. Therefore, the fse returned the equipment to the customer in its original condition. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.